Event description:
Discordant, falsely low magnesium (mg) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The customer ran quality controls, which resulted out of range. New samples obtained from the patients were tested on an alternate dimension vista instrument, resulting within the normal range. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a defective sample probe 1 mixer. The cse replaced the sample 1 mixer and sample 1 probe and performed alignments. The cse ran a quick check which passes and ran quality controls, which resulted within range. The cause of the discordant, falsely low mg results was due to a sample probe 1 mixer malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.